Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the multiple, intermittent occlusion alarms occurred. As the occlusion alarms occurred in the past, troubleshooting was unable to be performed. Reportedly, the customer's blood glucose (bg) levels were impacted; however, a specific bg value was not provided. Customer would continue to use the pump for insulin therapy.